Event description:
The facility representative reported an over-infusion during patient use. This pump was infusing bumex to a male patient in the ambulatory care unit. The patient had a diagnosis of congestive heart failure. The total volume to be infused was 20mls bumex and normal saline which started at 10:56 am in 2007. The rate was 2mls/hour to infuse via a peripheral site (heplock). The concentration of bumex was 0.25mg/ml in normal saline and the total medication to be infused was 3mg of bumex at the rate of 0.5mg/hour, over a 6-hour period. At 12:10 pm, the attending nurse noticed that the IV bag was almost empty. The pump was stopped immediately and switched for another. The liquid left in the bag and the IV tubing was measured. There was about 10mls of the medication left. The patient complained of weakness, was diaphoretic, pale, and confused. His baseline bp was 124/75 and his post-incident pb was 88/59; other post-incident vital signs were as follows: heart rate 111, respirations 17 and oxygen saturation was 95-98%. He had to be observed for an additional 5 hours until he was stable.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 18, 2007. The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional becomes available.

Manufacturer narrative:
Evaluation summary: event history / data log review: there was no fail code in the log (see attachment). Alarm code 1 found nine times from 2007, and alarm code 3 found once on the same day. Alarm code 1 is an air bubble detection. Alarm code 3 is a downstream occlusion detected. The last infusion settings in the memory: primary rate=2ml/hr and volume=8ml. Secondary rate and volume =0.0ml & total volume infused=2ml. Accuracy tests were performed. The reported condition of over-infusion was not duplicated or confirmed. The pump passed the accuracy tests and is within specifications.